Manufacturer narrative:
(B)(4). Returned meter evaluated for complaint - no defect found. Most likely underlying root cause of malfunction. User had inaccurate reference user reused test strip, user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer is comparing the trueresult with another meter. The customer stated that the trueresult meter is always reading lower (120mg/dl) then the competitor meter (243mg/dl). Assisted the customer with performing back to back blood test (102mg/dl and 104mg/dl). Expected results should be at about 200mg/dl. No adverse event reported.